Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pn 32g 4mm 5b xtw easyflow la was clogged. This was discovered during use. The following information was provided by the initial reporter: one (1) needle was clogged. It was noticed at the moment of application, where the pen stuck. Patient does not do the flow test.

Event description:
It was reported that pn 32g 4mm 5b xtw easyflow la was clogged. This was discovered during use. The following information was provided by the initial reporter: one (1) needle was clogged. It was noticed at the moment of application, where the pen stuck. Patient does not do the flow test.

Manufacturer narrative:
H.6. Investigation: customer returned one (1) used 32gx4mm bd pen needle without a tear drop label or inner shield attached. Consumer reported one (1) needle was clogged. The returned pen needle was examined, then tested for flow using a test pen injector: the pen needle was able to expel properly. Since no evidence of manufacturing defect was observed the alleged issue could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10